Event description:
It was reported to philips that the system could not emit fluoroscopy. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another system to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the log file which indicated that the filament checksum had failed. The fse solved the issue by performing the re - adaptation procedure of the x-ray tube. Later the reported issue reoccurred, and it was solved by the fse who replaced the cube. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.